Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital after receiving eight shocks which were confirmed to be inappropriate therapy resulting from noise due to an air pocket which was confirmed via x-ray. The device was temporarily programmed off so the issues could be resolved. The patient wore a life vest during this time. No additional adverse patient effects were reported.